Event description:
It was reported to manufacturer that a vns patient device was interrogated using an older programming system and upon interrogation, the incorrect settings were displayed. The hand held showed that the patient was set to 2.0ma and the setting was supposed to be 1.5ma. The site attempted to perform a diagnostic test, but was not able to. There was no error message received, however, the menu button was not working and did not give the option to run diagnostics. The site then used a newer programming system that was available in the office, and upon interrogation, the correct setting of 1.5ma was displayed. Diagnostic testing was performed and the results revealed normal generator and lead function. The site then used the older programming system to re-interrogate the device, and interrogation revealed the incorrect setting of 2.0ma again. The old hand held and software flashcard have been returned to manufacturer and analysis is underway.